Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz1000-07and lot# 24025568 was performed. The search showed that a total of 268803 units in 1 lot number was built on 02feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: the current caps that were replaced are not a closed system. They cause spraying of blood when disconnecting syringes from them during blood draws, a nurse was splashed in the face, they leak drops of blood from the ending of them after disconnecting as well. There is an increased risk for our staff using these. I have had several nurses, including myself report the drops of blood coming from the end of the cap. I agree it¿s not a ¿large amount¿ however it is several drops that pool out of the end of the cap. It has happened daily with each use. We have drapes down however, we are concerned about chemotherapy leaking as well and do not use drapes when disconnecting chemotherapy. This has happened with each patient in each encounter.